Manufacturer narrative:
The customer returned the suspected contour next ez meter and contour next test strips from lot #s 9apea05a and 0apeg18b for evaluation. The returned test strips from lot # 9apea05a expired in jan-2021, therefore, the test strips from this lot were not used for in-house testing. The returned meter was tested with the returned test strips from lot # 0apeg18b using a blood sample, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured, as the customer's weight was not provided. This event is related to MDR #: 1810909-2020-00602.

Event description:
An advocate called on behalf of the customer to report that the customer obtained blood glucose readings of 518 mg/dl at 4:21 p.m. And 160 mg/dl at 4:22 p.m. On the contour next ez meter while using the contour next test strips from lot # 0apeg18b. Additionally, the customer obtained blood glucose readings of hi (indicative of a reading above 600 mg/dl) at 5:15 p.m. With the contour next ez meter while using the contour next test strips from lot # 0apeg18b, and 214 mg/dl at 5:16 p.m. And 247 mg/dl at 5:17 p.m. On the contour next link 2.4 meter while using the contour next test strips from lot # 9apea05a. The customer was experiencing a headache. He ate a few bites of a light cookie 5 minutes before eating his meal. The customer's headache subsided after he had his meal. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit, and test strips were sent to the customer.